Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was found to be bent in half. The patient had a sat of 82% tube straightened and patient placed on 100% fio2. There was patient harm associated to this event.